Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/14/2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the insertion site. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as a red skin rash. Sensor was removed after 3 days due to the irritated skin. Affected area was treated with triamcinolone 0.1%. Prescribed on (B)(6) 2016 for a previous reaction. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.